Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Set discarded at the facility. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported during an infusion of phytonadione it was noted that the tubing had a flaw in the drip chamber area which led to IV solution dripping out of the inside of the alaris chamber. There was no patient harm. No additional information was available.